Event description:
Used in a cardiac case jaw broke off no harm to the patient, they used another one that was on hand.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn#(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4). 1) sample of 354965 lot k9 was received with a broken jaw. The facture plane and location of the break is consistent with over stressing or tray damage and does not appear related to the device manufacturing. (1) sample of 354965 lot k9 was received with a broken jaw. The facture plane and location of the break is consistent with over stressing or tray damage and does not appear related to the device manufacturing. A dimensional inspection was not required as part of this investigation. A functional inspection was not required as part of this investigation. Multiple complaints have been received for this product code from a single customer implicating multiple lots- reference tcs 20043711, 20043712, 20043713, 20043714, 20043715, 20043716, 20043717, 20043718, 20043719, 20043720, 20043721. No manufacturing issues have been identified. The failures are combined across multiple lots (different years) of manufacturing and failing in tandem in site specific incidents. Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4). Root cause not established.

Event description:
Used in a cardiac case jaw broke off no harm to the patient, they used another one that was on hand.